Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that clip cuts into vessel. Further details unknown.

Manufacturer narrative:
(B)(4). Was there any patient consequence? No.